Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted to critical care after acute low flows while at home at 1941pm. Interrogation demonstrated acute flow drop at 2041 from what looks a baseline of 3-4lpm, powers 3s to. The patient¿s blood pressure (bp) at home was 139 over 72. The patient presented to an outside emergency room (ER) and has been battling intermittent fever (tmax 101) , since last week and has white blood count (wbc) of 16. The patient was transferred with current flow less than 1lpm, powers 2-3, pi 2-3. The patient¿s maps 70-80 now, intubated, on dba 5, lasix, and nitric oxide(20ppm). Pump speed appears to be maintaining at 5400 rpms with prolonged 4-hour silence applied. The patient¿s international normalized ratio (inr) 4.6. The submitted log file is filled with low flow events from (B)(6) 2020 at 21:36:33 to (B)(6) 2020 at 9:07:42. The pump does appear to be operating correctly so no pump speed issues contributing to the low flows. Additional information requested but not yet provided.

Manufacturer narrative:
Section b1, b2 and b5: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information reported that the reported outflow graft issue was not ruled out as a CT showed area of twist. The low flow alarms were identified as outflow obstruction. Attempts were made to support patient with inotropes, but the patient passed away after acute respiratory distress. The patient¿s further device potential outflow graft twist was unable to be rule out prior to death therefore unable to determine if the device operated as expected. No autopsy was performed, and the pump was not explanted. Further information received reported that the patient had a long-term history of driveline infection and on (B)(6) 2020 methicillin-resistant staphylococcus aureus (mrsa) in blood noted as possible contaminant; due to several months of the patient being unreachable and complicated by non-compliance and lack of follow up making it unsure what type of antibiotics the patient was on. No additional information was provided.

Manufacturer narrative:
Section b2: the date of death was not provided. Manufacturer's investigation conclusion: the reported event of an outflow graft obstruction could not be confirmed. Additionally, a direct cause of the reported infection could not be determined. A direct correlation between the device and the reported respiratory distress could not be determined. It was reported that the patient was admitted to critical care after low flows and intermittent fever. The patient was intubated, given blood pressure support medication, a diuretic, and a vasodilator. It was reported that an outflow graft issue was not ruled out and that a CT showed a potential twist. The cause of the low flow alarms was reported to be outflow obstruction. The center attempted to support the patient with inotropes but the patient passed away after acute respiratory distress. Methicillin-resistant staphylococcus aureus (mrsa) in the blood was noted on 21jan2020. Review of the submitted controller and lvad log files showed a sudden onset of low flow with persistent low flow alarms. Although the report of an outflow graft obstruction could not be conclusively confirmed through the submitted videos of CT images and a specific cause for the low flow alarms could not be determined, an obstruction could have contributed to the events captured in the submitted log files. It was reported that no equipment was replaced and no equipment will be returned for evaluation. The relevant sections of the device history records were reviewed, including the sterilization and packaging documentation, and showed no deviations from manufacturing or quality assurance specifications. The current revision of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is available. This document lists infection, respiratory failure, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." Section 1 "introduction" provides an explanation of all pump parameters, including pump flow. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 "surgical procedures" contains information regarding the preparation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. The heartmate 3 lvas patient handbook is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h1, h4: correction. Manufacturer's investigation conclusion: the reported event of an outflow graft obstruction could not be confirmed. Additionally, a direct cause of the reported infection could not be determined. A direct correlation between the device and the reported respiratory distress could not be determined. It was reported that the patient was admitted to critical care after low flows and intermittent fever. The patient was intubated, given blood pressure support medication, a diuretic, and a vasodilator. It was reported that an outflow graft issue was not ruled out and that a CT showed a potential twist. The cause of the low flow alarms was reported to be outflow obstruction. The center attempted to support the patient with inotropes but the patient passed away after acute respiratory distress. Mrsa in the blood was noted on (B)(6) 2020. Review of the submitted controller and lvad log files showed a sudden onset of low flow with persistent low flow alarms. Although the report of an outflow graft obstruction could not be conclusively confirmed through the submitted videos of CT images and a specific cause for the low flow alarms could not be determined, an obstruction could have contributed to the events captured in the submitted log files. It was reported that no equipment was replaced and no equipment will be returned for evaluation. The hm3 lvas IFU lists infection, respiratory failure, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The hm3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. It also addresses suction events and states pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. No further information was provided. The manufacturer is closing the file on this event.